Manufacturer narrative:
The insulin pump was received with a broken off end cap. The rewind anomaly could not be confirmed due to missing end cap. The device had minor scratches on the lcd window, cracked reservoir tube lip and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call damage to the insulin pump. Customer advised that there are cracks near the battery compartment. Customer also complained about the piston and the device had a rewind anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.